Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 10 mg/ml hydromorphone at 5 mg/day. It was reported that the patient experienced a burning sensation after the "last couple" of refills. Caller thought it started 2 weeks ago. Bridge done today, switch to much lower concentration. Hcp plans to do a dye study on monday and they wanted to make sure drug would not run out as pump will now be running at 5 mls/day. Bridge ends at 7:21 on (B)(6) then switch to 5ml/day, so it shouldn't reach low reservoir volume until late on monday. Also reviewed faster flow rate might change effect on the patient since it's many times faster than current rate even with same dose. Additional information was received from the rep. It was reported that the reason for the dye study was due to a large discrepancy found in reservoir volume. It was unknown if the burning sensation was caused by a medication side effect/adverse drug reaction. Further actions included the catheter being aspirated, which was not successful. Unable to inject into catheter. The issue was not resolved and a revision was scheduled. There were no further complications reported/anticipated.